Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Bipolar and unipolar lead failure alerts on home monitoring. Lead failure iegm showed noise and what appears to be loss of capture on the atrial channel. Lead to be evaluated further and remains implanted.